Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11580. It was reported the pt had experienced unusual heating at the ipg site while charging the ipg. The pt immediately turned the scs system off. It was reported the pain patter for the pt is just below where the ipg is located. Since the heating incident, the pt reported discomfort in the area all the time. The pt reported he was not able to turn the scs system on due to the discomfort. F/u identified the pt felt the issue was pain and not heating. The pt reported the ipg is over his normal pain area, and the ipg may need to be moved. The pt reported he would discuss the issue with the physician at the next appointment.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.